Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the strain relief of the footswitch, multi-function, versajet ii is broken at connection to foot pedal. Potential fluid invasion due to wire exposure. No case involved.

Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. Visual inspection confirmed that the strain relief was damaged , and such is unusable. The probable root cause determined that excessive force was brought upon the strain relief, causing the damage. A documentation review has been conducted, confirming previous complaints of this nature and that the device was manufactured according to specification with no manufacturing problems observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.